Event description:
It was reported that during the implant attempt, the helix of the right ventricular lead would not extend after repositioning. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The helix/lobe was distorted/bent. The distal conductor was distorted. There was blood in/on the helix/lobe mechanism (sleeve head). Visual analysis revealed the lead was damaged at implant.